Event description:
During covidien service of the n-560 on (B)(6) 2012 a display segment failure was determined. It was reported that no pt was involved.

Manufacturer narrative:
Covidien investigation isolated the failure to the front board. The front board has been forwarded to the MFR for eval. A supplemental report will be filed upon receipt of MFR's info.